Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient could not feel stimulation on right side-highest stimulation was 4.1 and they got an error message stating " unable to provide desired settings" patient did not want to change to left lead because they stated that left lead doesn't work. Patient stated that they spoke with representative and device was working now. Stimulation was increased and adjusted. Patient could increase amp level higher than 3.7 because receive message " can not provide your desire setting call your clinician." Patient believed that doctor did not want patient on left side because there was no response. Patient wanted to go back to right side but still did not feeling stimulation. Patient amp level 4.2 receiving message " can not provide your desire setting call your clinician." Per patient had no felt stimulation since after the procedure. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.